Event description:
This programmer was returned with no reported allegation. No patient involvement.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. A chipped glass was noted on the lcd touchscreen, ink stains, elastic belt damage, and missing plastic. Functional testing was performed, and port test was not successful. Baseline evaluation could not be performed due to an error message. It was detected that the y2 crystal was not working with the properly amplitude. This is deemed to be a component failure.